Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer received replaced battery test alarms with out low battery alarm. Customer states the battery cap was not loose, cracked or damaged. The customer received replaced battery test alarms with out low battery alarm three times in 24 hours. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.